Event description:
The customer reported that the system displayed a high ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the problem. The filaments were calibrated. The system was tested and found to be working as intended and put back into service.